Event description:
Customer reported that the blunt fill needles have been coring the rubber stoppers on vials.

Manufacturer narrative:
Based on the customer-provided picture, the issue has been confirmed. However, no quality issues were identified during the archive sample analysis. Therefore, the issue could not be confirmed through internal evaluation. Based on the determined risk priority number (rpn), the residual risk associated with this complaint is considered acceptable. Additionally, no trends related to this issue have been identified during our track-and-trend analysis. Sol-millennium will continue to monitor for similar issues, and further assessment will be conducted if a significant pattern emerges.

Manufacturer narrative:
The complaint related to coring with the blunt fill needle 18gx1½" (ref: (B)(4), lot: csod11-01) has been confirmed based on customer-provided evidence. However, no abnormalities were identified during the batch record review, archive sample testing, or customer sample analysis. All samples met product specifications and passed relevant tests, including visual inspection, coring, and fragmentation per iso 7864:2016(e).